Event description:
It was reported the right atrial (ra) and right ventricular (rv) leads had a slow increased in threshold over the past several years. At a follow up check, it was found that there was no capture with either lead. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.